Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision due to episodes of intermittent oversensing that had resulted in pacing inhibition, bradycardia and low r-wave measurements. The review of one of the three non-sustained rv oversensing episodes showed that the oversensing and low r-wave measurements appeared to be caused by myopotential oversensing rather than any lead issue. The lead was capped and replaced and the device was explanted and replaced without adverse event. The patient was stable before, during, and after the procedure.